Event description:
Procedure type: gastrectomy. According to the reporter: after several tries the doctor could not load the cartridge. The cartridge's safety lock was already exposed when the pack was opened. The case was extended by more than 30 minutes due to the difficulties encountered during the loading of the sulu. No pt injury reported.

Manufacturer narrative:
(B)(4).